Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The patient reportedly went swimming while wearing the insulin pump. The reporter denied any visible moisture ingress or physical damage to the pump. The patient reportedly was using the (B)(4) batteries to power the pump supplied by animas corporation. The reporter stated the pump was "red hot" when the pump had given a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the pump black box showed a cs 128 motor fault during basal delivery at the time the overheating was reported on (B)(6) 2017. The black box verified that the voltages were steady prior to the 128 alarm. During investigation, the pump was powered on and during the rewind step, a cs 078 call service alarm was emitted. Further testing was unable to be performed, therefore the temperature issue was not duplicated or confirmed. The pump was opened and there was evidence of internal moisture damage on the motor flex and connector. Unrelated to the complaint, investigation revealed a crack in the battery compartment. The battery was not returned with the pump.